Event description:
It was reported that during a gastric bypass procedure, during the first firing the device locked out. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that one device was returned with the clamping mechanism damaged and with a cartridge loaded on the device. The cartridge was received partially fired. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device was disassembled to verify the condition of the internal components and the right shroud trigger return spring post was found bent, not allowing the clamping mechanism to properly activate. A batch record review was performed and no anomalies were found during the manufacturing process.